Event description:
It was reported that tandem mobi pump generated cartridge alarms, including cartridge alarm 30, and that consecutive cartridges had similar issues during use. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty status, arranged shipment of replacement pump with updated software, and provided instructions for storage mode, pump return within 10 days, and setup of pump settings and cgm on replacement device.